Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing in one stored event from 2011. No oversensing has been observed or reported since that time. Subsequent information indicates the rv lead pace impedance measurements have been trending up and have been high for the past year. It is believed there is some encapsulation around the lead after the patient underwent an alcohol septal myectomy surgery for their hypertrophic cardiomyopathy condition. The measurements indicate rv pace impedance measurements ranging from the 1700 ohm range up to one measurement of 2001 ohms, which is high out of range. The rv shock impedance was noted to be in the 50 ohm range, which is within normal specification limits. The physician indicated they will continue to monitor the rv lead and address it when it is time for a device replacement. The lead remains in-service. No patient symptoms or adverse patient effects were reported.